Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that a maxforce biliary catheter balloon was used during a procedure. According to the complaint, the balloon broke during the initial dilatation. No patient complications have been reported as a result of this event. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.